Event description:
During an endoscopic procedure, the physician used cook endoscopy captura biopsy forceps with spike to collect a biopsy in the gastrointestinal tract. The forceps were used to grasp the tissue and were pulled away from the biopsy site. The forceps reportedly created tearing of the tissue instead of cleanly excising the tissue. Upon removal of the tissue sample with the forceps, a hematoma formed at the biopsy site. (A hematoma is a collection of blood under the tissue site and can be bruise like in appearance). Post-procedure bleeding did not occur. The procedure was completed by using these forceps. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation. A foreign object did not have to be retrieved from the pt.

Manufacturer narrative:
Eval: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The size of the tissue sample or biopsy to be excised can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to the reported observation. The instructions for use direct the user to advance the forceps into the tissue at the desired biopsy site. Then the user is instructed to close the forceps around the tissue while using slight pressure on the handle. The user is instructed to maintain gentle handle pressure to keep the cups closed and gently withdraw the forceps from the site. Clinical comments regarding the report of hematoma: a hematoma is a localized collection of blood, usually clotted in a tissue or organ. This reported hematoma occurred in the tissue located in the gastrointestinal tract. The initial reporter indicated the hematoma did not require medical intervention or add'l procedures. Also, the pt did not suffer any adverse effects. Based on the info provided, the most likely outcome is that the hematoma dissipated on its own. Prior to distribution, all captura biopsy forceps with spike are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: no corrective action warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.